Manufacturer narrative:
Consumer experienced gingival inflammation. Complaint received from (B)(6).

Event description:
Consumer called stating that they developed gingival inflammation from using airfloss. Medical attention was sought from a dentist.

Manufacturer narrative:
Additional accessories returned and evaluated with no defects or malfunctions found: part number: date code: description: hx6100; 180521 2b; triton base charger; hx803x; 180219-02; airfloss pro/ultra interdental nozzle (qty: 2). The root cause of the customer's complaint could not be determined.